Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy, and related comorbidities and the progression of the patients underlying disease process. There is patient, procedural and pharmacological factors that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient has a major infection, gram-positive cocci infection which was treated with medication. The patient was stated to be in the intensive care unit (ICU). It was also stated that the adverse event (ae) relationship was undetermined, but that the issue was resolved on (B)(6) 2017. No additional information available.

Manufacturer narrative:
It was reported from the clinical site that the infected sites and/or components were arterial blood, venous blood, central intravenous catheter, and catheter-sheath (outer sheath of catheter). It was further stated that the issue was "revealed by the culture on (B)(6) 2017. Recovered by management of antibiotic and positive has not been confirmed afterwards". The site indicated that the issue had been resolved. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.